Event description:
Additional information received indicated the bluetooth (ble) telemetry issue was resolved via re-interrogation of the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that the device entered ble lockout due to insufficient authorizations. The device is performing per design.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.